Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain with cloudy bag. The cause of the event was unknown. The patient was not hospitalized for the event. The patient began treatment with fortaz (2g tablets for 14 to 21 days). The patient has recovered from abdominal pain and cloudy effluent and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in october 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.